Manufacturer narrative:
The subject device was returned for evaluation, but the evaluation is still on going. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 11500a19 was explanted two (2) days after the implantation due to gradient increase secondary to valve thrombosis at the struts obstructing the opening of the leaflets and massive paravalvular leak (pvl). Reportedly, the patient had a suboptimal anatomy, due to a dissection. Folded double stitched felt technique was performed due to decrease annular size. As reported, it was hard to fixate core knot on the non coronary cusp side. Reportedly, the valve was to small for the annulus but it was implanted due the emergency setting and difficult patient anatomy. As reported, implanting a small valve in a bigger annulus could have led to the pvl. Moreover,certain flows could have been disturbed which could have led to stagnant blood and thrombosis. After two days the 19mm valve was excised and a 21mm inpsiris was implanted in replacement. Reportedly patient was extubated on the ICU 2 days after and was noted as to be discharged. At the time of implant the patient have a limited amount of erythrocytes but no additional coagulation medication was needed. After implant the patient received standard low molecular heparin.

Event description:
Edwards received notification that a valve model 11500a19 was explanted two (2) days after the implantation due to gradient increase secondary to valve thrombosis at the struts obstructing the opening of the leaflets and massive paravalvular leak (pvl). Primary indication for the implantation was an emergency type a aortic dissection with aortic root repair and inspiris implantation. Reportedly, the patient had suboptimal anatomy, due to aortic dissection. Folded double stitched felt technique was performed due to decrease annular size. As reported, it was hard to fixate core knot on the non coronary cusp side. The valve was too small for the annulus, but it was implanted nonetheless due the emergency setting. As per customers opinion, implanting a small valve in a bigger annulus could have led to the pvl. As a consequence, certain flows could have been disturbed which could have led to stagnant blood and thrombosis. After implant the patient received standard low molecular heparin. After two days the 19mm valve was excised and a 21mm inpsiris was implanted in replacement without a complete redo of the graft. Reportedly patient was extubated on the ICU 2 days after and has left the hospital.

Manufacturer narrative:
H3: product evaluation: the subject device was returned for evaluation. Customer report of thrombosis was confirmed however report of increased gradient could not be confirmed through visual observations. X-ray demonstrated wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Fibrin-like thrombotic material was observed on all three leaflets. Host tissue on the stent circumference was minimal on the inflow aspect and moderate on outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 and approximately 2 mm on leaflet 2 at the outflow aspect. Sewing ring cloth was cut in multiple areas around the valve. Sewing cloth was cut off around leaflet 3 and cut off sewing cloth fragment was not returned. Updated: b5, g3, h6 (device code additional category). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected: g1-g2 (contact office). Updated: h6 (type of investigation, investigation findings and investigation conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Valve thrombosis is the formation of significant blood clots forming on the valve ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is procedural factors.